Event description:
Allegedly, during a right ankle arthroscopy with retrograde procedure, a jaw of the forceps broke in the patient. Surgeon was able to remove the broken piece using another pair of forceps and completed procedure; procedure was prolonged approximately 40 minutes while the other instrument was located.

Manufacturer narrative:
One jaw has broken off; possibly due to stress overload, resulting in mechanical damage.